Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 he had difficulty with insertion and further claimed that the insertion needle broke and was left behind in the patient; however, patient's grandmother was able to remove it and administered 3 stitches to the insertion site due to bleeding at the site. Patient's father also reported that he has cerebral palsy. On (B)(6) 2014, the patient's father reported that patient was taken to a clinic to have the stitches examined. Patient's father also reported insertion in patient's love-handle. The device is not indicated for insertion in the love-handle area. Dexcom has issued an rga for patient to return their device to be investigated.